Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient was still in the hospital. Additional information was received from a manufacture representative (rep) who spoke with the patient's healthcare provider (hcp). According to the hcp, the patient experienced a compression due to prone positioning and anesthesia. The patient experienced sensory and motor defect in their face so they were kept overnight. They went home the next day having returned to baseline and was implanted a week later. No device issue and no further patient complications have been reported as a result of this event.